Manufacturer narrative:
Investigation: visual inspection revealed that there were no non conformities with the returned device. There was no evidence of blood on the unit. A functional test was conducted to determine if there were any mechanical failures. The device was securely assembled onto the retractor blade by hooking the stabilizer base onto the rail and locking the lever. Next, the stabilizer mount, knob, and foot were tested for functionality. Pressure was applied on the stabilizer foot to test for stabilization. The stabilizer shaft was secured in position when the knob was turned clockwise. No non-conformities were found during the functional testing. Based upon these findings, the reported complaint could not be confirmed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, upon removal from the box, the acrobat I stabilizer was placed and secured on the maquet activator drive. The surgeon attempted to secure the foot pedals of the device to the heart. Upon doing so, he was unable to tighten the extension arm and maintain it in place by turning the back handle on the device. A replacement device was used to complete the procedure. There were no patient effects. The product is returning.